Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout due to elective replacement, while a bovie was being used, the device failed to pace or capture. It could not be determined if the device lost capture or failed to pace due to artifact, but no rhythm was observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.